Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female luer of a power injectable microbore catheter extension set separated from the tubing of the set. This occurred when the set was being disconnected at the end of therapy. The reporter stated that the set had been connected to the patient for 24 hours. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, insertion testing, and dimensional inspection were performed. Visual inspection identified a separation between the female luer lock adapter and tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.